Manufacturer narrative:
Additional narrative: patient ID/initials, age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. The additional surgical intervention of removing the plate in order to retrieve the fragment. Manufacturing location: (B)(4). Manufacturing date: june 24, 2005. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the position pin of the drill and screw guide has completely broken off. The balance of the device appears to be in good working order. The root cause to why the tip broke off could not be determined but most likely the high applied mechanical force placed on the device contributed to the breakage of the pin. The complaint condition is confirmed. Per the technique guide, the drill, tap, and screw (dts) guide with post is part of the vectra, vectra-t and vectra-one system for anterior cervical plating for spinal fusion. The dts guide is used for insertion of fixed or variable angle screws onto the plates, acts as a stop to limit drilling depth. Additionally the dts guide may only be used for soft tissue protection. If the dts guide is used for tissue retraction, the dts guide may break and could potentially harm the patient. Product drawings were reviewed during the investigation. A design change was issued on june 02, 2005 included a change to the radius of the dts guide position pin to reduce play in the fixed angle drill guide and to reduce the stress concentration of the position pin. Approximately 2.93mm of the pin broke off meaning that the pin broke right at the radius change of the distal portion. Due to the location of the break, it is uncertain as to which revision the pin was manufactured to, however, it is unlikely that a design issue was the cause of the complaint condition. Although a curved step change would reduce the chance of a stress riser, a stepped design with such a small radius is susceptible to breakage when repeatedly experiencing high applied mechanical forces over the course of 11 years. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin on the drill guide broke off when the surgeon twisted it on the plate during a discectomy at levels c4-c6 on (B)(6) 2016. A fragment was generated when the pin broke off into the plate and the surgeon needed to remove the plate to remove the fragment. The plate was implanted and a different drill guide was used to complete the procedure successfully with no reported surgical delays or patient harm. This is report 1 of 1 for (B)(4).